Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had several motor error alarm and experienced a high blood glucose event. The customer¿s blood glucose level was 535 mg/dl at the time of the incident. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process but immediately alarmed another motor error. Customer had a high blood glucose of 532 mg/dl and stated that he will treat with manual injection. Customer declined high blood glucose troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Motor error alarm during the occlusion test and unable to prime during the prime or compromised force sensor system alarm test due to faulty force sensor resistor. Insulin pump passed the rewind, basic occlusion test and displacement test. Unable to perform the no delivery test due to motor error alarm. Insulin pump had cracked case at display window corner, cracked reservoir tube lip and minor scratched display window.